Event description:
It was reported that the patient had a seizure after being seizure free for five years. The patient believed their vns was no longer working, due to the seizure they experienced. Additionally, the patient went to the emergency room due to high blood pressure, which the patient's family member alleged to be related to the vns. The patient's neurologist indicated they had not seen the patient "in a long time" and that the patient had been non-compliant in the past. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.